Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. All reasonably known patient information is included in this report. The customer declined to provide a patient ID and weight. Additional information obtained clarified the wire was recognized by the system, zeroed and normalized. No damage was observed during preparation and no resistance experienced during the procedure. Ifr measurement and stent delivery were successfully performed with manufacturers device. Upon completion of the procedure and removal of the device from the patient it was observed the tip was not attached. No additional intervention was performed. The separated portion of the device is lodged in the septal branch unstented. The physician plans to leave it in situ. There was no status decline, evidence of injury, nor any required intervention to prevent injury. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. Device was retained by the facility and not returned to the manufacturer for investigation. The instructions for use (IFU) precautions: when advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported a (B)(6) year old female patient underwent a diagnostic left heart catheterization. A previously placed stent in the patient's left anterior descending artery (lad) was moderately restenosed so an ifr was performed showing a reading of .74. A stent was then placed inside the previous stent without incident. When the manufacturers device was removed, the distal section remained in a septal branch of the patients lad. The patient was stable with no EKG changes. The physician informed the patient that a piece of the device remained in her artery. It was reported there was no patient injury and no adverse events experienced by the patient. Patient was discharged as expected. Patient's condition as of (B)(6) 2018 was noted as "stable." Vessel: coronary lad. This event is being reported because a portion of the manufactures device separated and remains in the patient.